Event description:
Complains of pain in the both knees/pain is worse with walking and stairs/there was medial joint line tenderness [arthralgia aggravated] ([pain upon movement]). Case narrative: initial information received on 27-nov-2024 regarding a solicited valid serious case received from a physician, in the scope of post-marketing sponsored study "spon_I_synvisc one". Study title: patient support program involving synvisc one. This case is cross linked to the case (B)(4). (Multiple device suspect used for the same patient; right knee). This case involves a 77 years old male patient who complained of pain in the both knees/pain was worse with walking and stairs/there was medial joint line tenderness, after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medication, vaccination(s) and family history were not provided. On (B)(6)2024, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection in the left knee (strength: 48mg/6ml) at a dose of 6 ml 1x via route intra-articular for arthritis. The patient complained of pain in both knees; the pain was worse with walking and stairs (arthralgia and pain) (onset:(B)(6) 2024; latency: unknown) (batch number: drsl039; expiry date: 31-jul-2026). It was reported that on self-exam, there was medial joint line tenderness and range of motion was full. The x-rays showed mild to moderate arthritis in the knee compartments. The patient was given lidocaine, cortisone and synvisc one injections into the knees on (B)(6)2024. The physician had requested MRI (magnetic resonance imaging) scans of both knees. The patient would follow up after the mris. The injection was on tuesday, (B)(6)2024 however the voucher was in fact received on (B)(6)2024. Action taken: not applicable. The patient was treated with lidocaine and cortisone acetate (cortisone) for arthralgia. Outcome: not recovered for the event. Reporter causality: not reported. Company causality: not reportable. Seriousness criteria : intervention required. A product technical complaint (ptc) was initiated on(B)(6)2024 for synvisc one (batch number: drsl039) with global ptc number: (B)(4). The ptc stated: batch number drsl039, synvisc one was manufactured on 29aug2023 with expiration date of 31jul2026 yielding 5,000 singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there is a total of five (5) complaints for lot drsl039. (B)(4). Drsl039 other adverse reaction nos. (B)(4). Drsl039 other adverse reaction nos. (B)(4). Drsl039 without/ not enough effect. (B)(4). Drsl039 no product comes out of device 100411849 drsl039 syringe issue nos/other pharmacovigilance event. Based on investigation and trend analysis, no CAPA(corrective and preventive action) required. Sanofi will continue to monitor adverse events. Trend analysis will be performed on a periodic basis to determine if a CAPA is required. There is no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. The final investigation was completed on 10-jan-2025 with summarized conclusion as no assessment possible. Additional information was received on 04-dec-2024. Global ptc number was added. Clinical course was updated and text amended accordingly. Additional information was received on 10-jan-2025 from quality department: ptc results were added. Expiry date was added. Text amended accordingly.

Event description:
Complains of pain in the both knees/pain is worse with walking and stairs/there was medial joint line tenderness [arthralgia aggravated] ([pain upon movement]). Case narrative: initial information received on 27-nov-2024 regarding a solicited valid serious case received from a physician, in the scope of post-marketing sponsored study "spon_I_synvisc one". This case is cross linked to the case (B)(4) (multiple device suspect used for the same patient; right knee). Study title: patient support program involving synvisc one. This case involves a 77 years old male patient who complained of pain in the both knees/pain was worse with walking and stairs/there was medial joint line tenderness, after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medication, vaccination(s) and family history were not provided. On (B)(6) 2024, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection in the left knee (strength: 48 mg/6ml) at a dose of 6 ml 1x intra-articular for arthritis. The patient complained of pain in both knees; the pain was worse with walking and stairs (arthralgia and pain) (onset: 2024; latency: unknown) (batch number: drsl039; expiry date: unknown). It was reported that on self-exam, there was medial joint line tenderness and range of motion was full. The x-rays showed mild to moderate arthritis in the knee compartments. The patient was given lidocaine, cortisone and synvisc one injections into the knees on (B)(6) 2024. The physician had requested MRI (magnetic resonance imaging) scans of both knees. The patient would follow up after the mris. Action taken: not applicable. The patient was treated with lidocaine and cortisone acetate (cortisone) for arthralgia. Outcome: not recovered for the event. Reporter causality: not reported. Company causality: not reportable.

Manufacturer narrative:
Sanofi company comment dated 05-dec-2024: this case involves a 77 years old male patient who complained of pain in the both knees/pain was worse with walking and stairs/there was medial joint line tenderness after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the limited information provided regarding this case, causal role of the company suspect device could not be denied for the occurrence of event. Further information on patient¿s past medical history, family history, concomitant medications, injection technique, post injection routine, would aid in better assessment of the case. The case will be reassessed based on follow-up information that will be received.

Event description:
Complains of pain in the both knees/pain is worse with walking and stairs/there was medial joint line tenderness [arthralgia aggravated] ([pain upon movement]). Case narrative: initial information received on 27-nov-2024 regarding a solicited valid non-serious case received from a physician, in the scope of post-marketing sponsored study "spon_I_synvisc one". Study title: patient support program involving synvisc one. This case is cross linked to the case (B)(4) (multiple device suspect used for the same patient; right knee). This case involves a 77 years old male patient who complained of pain in the both knees/pain was worse with walking and stairs/there was medial joint line tenderness, after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included lidocaine (lidocaine); and cortisone acetate (cortisone). On (B)(6) 2024, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection in the left knee (strength: 48mg/6ml) at a dose of 6 ml 1x via route intra-articular for arthritis. In 2024 the patient developed a non-serious event "complains of pain in the both knees/pain is worse with walking and stairs/there was medial joint line tenderness" (arthralgia) (pain) (unknown latency) after starting use of hylan g-f 20 and sodium hyaluronate (batch number: drsl039; expiry date: 31-jul-2026). It was reported "the patient complained of pain in both knees; the pain was worse with walking and stairs. It was reported that on self-exam, there was medial joint line tenderness and range of motion was full. The x-rays showed mild to moderate arthritis in the knee compartments. The patient was given lidocaine, cortisone and synvisc one injections into the knees on (B)(6) 2024. The physician had requested MRI (magnetic resonance imaging) scans of both knees. The patient would follow up after the mris. The injection was on tuesday, (B)(6)2024 however the voucher was in fact received on (B)(6) 2024". Action taken: not applicable. It was not reported if the patient received a corrective treatment for the event. Outcome: unknown for the event. Reporter causality: not reported. Company causality: not reportable. A product technical complaint (ptc) was initiated on 27-nov-2024 for synvisc one (batch number: drsl039) with global ptc number: (B)(4). The ptc stated: batch number drsl039, synvisc one was manufactured on 29aug2023 with expiration date of 31jul2026 yielding (B)(4). The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there is a total of five (5) complaints for lot drsl039. (B)(4) other adverse reaction nos. (B)(4) other adverse reaction nos. (B)(4) without/ not enough effect. (B)(4) no product comes out of device (B)(4) syringe issue nos/other pharmacovigilance event. Based on investigation and trend analysis, no CAPA (corrective and preventive action) required. Sanofi will continue to monitor adverse events. Trend analysis will be performed on a periodic basis to determine if a CAPA is required. There is no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. The final investigation was completed on 10-jan-2025 with summarized conclusion as no assessment possible. Additional information was received on 04-dec-2024. Global ptc number was added. Clinical course was updated and text amended accordingly. Additional information was received on 10-jan-2025 from quality department: ptc results were added. Expiry date was added. Text amended accordingly. Based on data previously received, the following information has been amended: seriousness criteria of intervention required was removed and arthralgia and pain were updated to non-serious events, lidocaine & cortisone were updated as concomitant medication.

Event description:
Complains of pain in the both knees/pain is worse with walking and stairs/there was medial joint line tenderness [arthralgia aggravated] ([pain upon movement]). Case narrative: initial information received on (B)(6) 2024 regarding a solicited valid serious case received from a physician, in the scope of post-marketing sponsored study "spon_I_synvisc one". This case is cross linked to the case (B)(4) (multiple device suspect used for the same patient; right knee). Study title: patient support program involving synvisc one. This case involves a 77 years old male patient who complained of pain in the both knees/pain was worse with walking and stairs/there was medial joint line tenderness, after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medication, vaccination(s) and family history were not provided. On (B)(6) 2024, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection in the left knee (strength: 48 mg/6ml) at a dose of 6 ml 1x intra-articular for arthritis. The patient complained of pain in both knees; the pain was worse with walking and stairs (arthralgia and pain) (onset: 2024; latency: unknown) (batch number: drsl039; expiry date: unknown). It was reported that on self-exam, there was medial joint line tenderness and range of motion was full. The x-rays showed mild to moderate arthritis in the knee compartments. The patient was given lidocaine, cortisone and synvisc one injections into the knees on (B)(6) 2024. The physician had requested MRI (magnetic resonance imaging) scans of both knees. The patient would follow up after the mris. The injection was on tuesday, (B)(6) 2024 however the voucher was in fact received on (B)(6) 2024. Action taken: not applicable the patient was treated with lidocaine and cortisone acetate (cortisone) for arthralgia. Outcome: not recovered for the event. A product technical complaint (ptc) was initiated on 27-nov-2024 for synvisc one (batch number: drsl039; expiry date: unknown) with global ptc number: (B)(4). The sample status of the ptc was not available and the ptc was set in process. Reporter causality: not reported company causality: not reportable. Additional information was received on 04-dec-2024. Global ptc number was added. Clinical course was updated and text amended accordingly.